Event description:
It was reported that rotawire position was lost. A 1.50mm rotablator plus and rotawire were selected for an atherectomy procedure of the left main, left anterior descending (lad) artery. The rotablator plus advanced smoothly over the rotawire. During ablation, the wire did not give enough support and it was noted wire slipped back from its position. When the burr moved, the wire moved to the opposite direction. The physician decided to change the wire, but the wire become stuck in the advancer and was not able to pull it back. The device was removed by pulling the whole system out from the patient. The procedure was completed with another of same device. There were no patient complications and the patient's status was stable post procedure.

Event description:
It was reported that rotawire position was lost. A 1.50mm rotablator plus and rotawire were selected for an atherectomy procedure of the left main, left anterior descending (lad) artery. The rotablator plus advanced smoothly over the rotawire. During ablation, the wire did not give enough support and it was noted wire slipped back from its position. When the burr moved, the wire moved to the opposite direction. The physician decided to change the wire, but the wire become stuck in the advancer and was not able to pull it back. The device was removed by pulling the whole system out from the patient. The procedure was completed with another of same device. There were no patient complications and the patient's status was stable post procedure.

Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a rotablator plus device. The advancer unit and burr catheter were received together along with the returned rotawire in the device. The rotawire was unable to be removed from the rotablator device due to the kinks in the rotawire. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. Inspection of the remainder of the device presented no other damage or irregularities.